Manufacturer narrative:
The date of event is unknown. A supplemental report will be submitted if provided. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope had missing single component, paste-like, thixotropic adhesive at the forceps cover and there was a pink probe peeling glue with wide gap. There were no reports of patient involvement.

Manufacturer narrative:
Correction to h4 device manufacturing date. The correct date is 7/19/2016.

Event description:
No additional information from the customer.